Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced pain. The patient has sustained permanent injury, which will likely require corrective surgery (specifics unknown). All other information is unknown and unavailable.